Event description:
On (B)(6) 2012, four gore viabahn endoprostheses were used in a chimney procedure for a thoracoabdominal aortic aneurysm. The viabahn devices were deployed in the celiac trunk artery, the mesenteric artery, and both renal arteries. In the final angiogram there appeared to be no flow in the left renal artery. A bypass surgery was performed from the renal artery to the iliac artery. The patient is recovering well.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.